Manufacturer narrative:
Batch review performed on 18 july 2023: lot: 2008836: (B)(4) items manufactured and released on 18-nov-2020. Expiration date: 2025-11-04. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Additional involved implants: batch review performed on 18 july 2023 on liner: mectacer 01.29.410 ceramic liner ø 32 / e lot. 2010646. Lot: 2010646: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 2026-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Item not registered in us. Batch review performed on 18 july 2023 on stem: amistem p 01.18.403 amistem-p std stem size 3 (k173794) lot. 2010548. Lot: 2010548: (B)(4) items manufactured and released on 07-jan-2021. Expiration date: 2025-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 18 july 2023 on ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 2010628. Lot: 2010628: (B)(4) items manufactured and released on 10-feb-2021. Expiration date: 2026-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.

Event description:
Revision surgery at about 2 years from primary for hip infection. All devices revised successfully.